Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 500 mg/dl with trace ketones. Suspected cause was due to customer not performing the load fill tubing sequence. Customer was given manual injections to treat elevated bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.